Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that the device met all pre-release specifications.

Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close a pt foramen ovale (pfo) balloon sized to 12mm on (B)(6) 2010. The pt did not return for follow up imaging. On (B)(6) 2011, the pt experienced a stroke. An intravenous tissue plasminogen activator was administered, thereby resolving the stroke symptoms. On (B)(6) 2011, the pt underwent echocardiographic interrogations where it was noted that the helex device was not on the atrial septum but rather abdominal x-ray showed the device to be lodged in the right iliac artery. On (B)(6) 2011, fluoroscopic imaging showed the device to be occluding the right iliac artery; however, collateral vessels had allowed adequate perfusion of the lower limb. The physician attempted percutaneous removal of the helex device but was unsuccessful. The physician then deployed two viabahn stent grafts in the iliac arteries thus pinning the occluder to the wall of the vessel. The pt was doing well following the procedure and will be evaluated for device closure of the pfo at a later date.